Event description:
On date july 24, 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: "cautery machine made a noise while in use from 60 to 165 on cut mode. Rn turned machine off and turned it back on again. Machine went through self-test and rn was able to reset for approximately 15-20 minutes. Flame was noticed at connection point of cautery cord and laparoscopic scissors. Cautery cord and lap scissors were removed from field and replaced. No harm to pt. No other incident occurred. Cautery machine was removed from service and cautery cord and had a cut in it, causing a visual arc. Unit was tested to MFR specifications and output was within tolerance. Monopolar scissors given to material coordinator. Cord was also sequestered, but no numbers available."

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to verify if the reported instrument is available for return to isi for evaluation, however, no information has been provided. If additional information is received, a follow-up MDR will be submitted.